Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 with the following findings: during investigation, the pump is completely unresponsive (no power ) due to moisture corrosion inside battery compartment. The original complaint of the inaccurate delivery was unable to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced hyperglycemia with a blood glucose up to 350 mg/dl with symptoms of thirst and a headache associated with an alleged inaccurate delivery. Reportedly the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes managements. The reporter stated that the patient was unable to troubleshoot with customer technical support (cts) because of a power issue. The pump would not power on however, the bg excursion occurred prior to the power issue.the reporter mentioned that the patient's basal rates were recently adjusted by their health care provider. This alleged bg excursion does not meet the criteria for a serious injury. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.